Event description:
During a review of patient programming history it was identified that a ¿partial programming¿ event occurred while the patient¿s physician attempted to disable the patient¿s generator. As a result of this partial programming event, the patient¿s magnet stimulation output current was not programmed to 0ma as intended. A final device interrogation was not performed during the office visit to verify intended therapy settings. The issue was not corrected until (B)(6) 2011.

Manufacturer narrative:
Analysis of programming history.